Event description:
The patient came in due to signs of an infection and pain due to a torn patella tendon. The pathogen is unknown and the reason for the torn patella tendon is unknown. At 23 days from primary the surgeon performed a washout, removed all implants, and implanted a rod. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 january 2022: lot 1811313: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: batch review performed on 04 january 2022: gmk-sphere 02.07.1204l tibial tray fixed cemented # 4 l (k090988) lot 2000558: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex #4/10 mm l (k121416) lot 2108898: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2 (k090988) lot 2108178: (B)(4) items manufactured and released on 14-sept-2021. Expiration date: 2026-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.